Manufacturer narrative:
The failure investigation has been completed and the alert data error issue was verified, however the unexpected shutdown issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly and the pump indicated a data log corruption. The customer¿s blood glucose level was 400 mg/dl. Customer will continue to use pump for insulin therapy, however a replacement pump was sent to the customer.